Manufacturer narrative:
D10. Concomitant medical product: 8886613431-2 maxon 4-0 36 grn cv-23 da 8886613431-2 (lot d4c3759y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparotomy procedure, two maxon 4-0 sutures broke while suturing. The surgeon used another suture to c omplete the procedure without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted from photo that there was two sutures and one needle. The needle was disengaged from the one of suture. The visual inspection of the returned product noted one partial suture and one needle. The suture segment measured 5 11/16 inches. The measurement was taken with a steel rule, calibrated asset 28697. The suture did not exhibit any of the characteristics of degradation. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Tool marks were observed on the needle swage. The needle swage was observed to be full of suture material. The foil pouch was inspected with light assisted microscopy with no abnormalities. Functional testing found that as the product was returned open and no sealed samples were returned, a tensile strength test could not be performed. The tensile strength of absorbable sutures may be affected by degradation of the suture and/or damage durin g use after the product has been opened and may impact the validity of any test results. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.